Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited unstable thresholds with occasional loss of capture. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.